Event description:
A pt reported experiencing hypoglycemia while using a fasttake meter. On event date, pt's blood glucose was 56mg/dl on ft meter at 8:00am. Pt took set amount of insulin; 30u of 70/30, took one tablet of glucophage and ate breakfast. Around noon pt felt funny and then passed out. Paramedics were called and pt was transferred to the emergency room. At the ER, pt was treated with an IV and released 2-3 hours later, no info provided on the pt's blood glucose at time of event.